Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -8.00/1.0/054 (sphere/cylinder/axis) was implanted into the patients eye. Excessive vault was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. Claim#: (B)(4).